Manufacturer narrative:
Improper techniques were identified. Improper techniques may lead to inaccurate results. The time between the inratio and poc results were greater than three hours. Since the time of the tests exceeded three hours, changes in pt's status may have contributed to unexpected results. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013: inratio meter = 2.2, reference = 7.5, mean = 4.85, confidence limits = 2.6 - 6.9. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values were outside of the confidence limits for inr testing. The results were considered discrepant within the context of the documented variability for inr testing. In-house therapeutic donor testing was performed on reported lot # 308056 on (B)(4) 2013. Results as follows: donor: 200, inratio: 2.3, inratio: 2.2, inratio: 2.2, ref.: 2.22, bias threshold: 1.22 - 3.22, %cv: 2.59; donor: 217, inratio: 3.2, inratio: 3.6, inratio: 3.2, ref.: 3.03, bias threshold: 2.03 - 4.03, %cv: 6.93. Retention products performed as expected. All replicates were within the acceptable bias for accuracy and yielded a %cv of less than 16%, passing the precision criteria. No further investigation was required. Analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. No product was returned so retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. Improper techniques were identified in the complaint. There could not be ruled out as a cause of the unexpected results. (B)(4) discrepant result complaints were reported for lot # 308056 yielding a complaint rate of (B)(4). Due to this low occurrence rate, no further action is required at this time. This issue will be subject to tracking and trending. Corrective action not required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant accuracy results when compared to the lab and doctor's point of care (poc) meter. Results as follows: date: (B)(4) 2013, inratio: 2.2, lab: 7.5, poc: 8.2. Time between testing was reported as 3 hours between inratio and lab, and 5 hours between inratio and poc. Pt's therapeutic range is. It was reported the pt was hospitalized for monitoring due to inr results. Details were not able to be obtained.